Event description:
An endeavor sprint rapid exchange (rx) stent was implanted in the first diagonal during the index procedure.approximately 2 years post the index procedure it is reported the patient was admitted with complaints of abdominal cramps and dark stools. Patient was admitted with upper gi bleed. The investigator has indicated the event was not related to the study device. The patient is continuing with treatment.

Manufacturer narrative:
(B)(4).

Event description:
It is reported that plavix and aspirin were discontinued due to the previously reported gi bleed and the patient received a transfusion.